Manufacturer narrative:
Available information indicates the lead remains implanted but deactivated pending a revision procedure. This report will be updated when additional information is received.

Event description:
--

Manufacturer narrative:
Boston scientific received additional information. A revision procedure was performed and this rv lead was explanted and replaced. No adverse patient effects were reported as a result of this procedure. The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up check, this right ventricular (rv) lead exhibited undersensing and loss of capture. An x-ray was performed, which revealed the lead was dislodged. High, out-of-range pacing impedance measurements and high pacing threshold measurements were also observed. The patient was hospitalized and the lead was deactivated. The patient was not pacemaker-dependent. No adverse patient effects were reported.